Manufacturer narrative:
Insulin pump was received with blank display due to severe moisture damaged electronic assembly all over the place on both pcb1 and pcb2. Cleaned/dried the moisture damage area and tried again. The pump is still blank. Swapped the pcb1 with a test board and powered up. The problem is still the same. Repeated swapped the pcb2 with a test board. The pump was blank after all. Unit was received with missing display window cover, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. Customer stated they did hear fluid when shaking the insulin pump. Customer stated they see fluid under the liquid crystal display. Customer stated the pump was not dropped. Customer stated there are cracks in the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.